Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient reported obtaining a blood glucose result of "22 mmol/l" with the subject meter. The patient manages her diabetes with novarapid flex insulin (3x daily) and lantus insulin (18 units in the evening). Based on the alleged result, the patient reportedly administered self an increased dose of lantus insulin (24 units). On the following morning, the patient claims she felt symptoms of confused and shaky. The patient administered self hypostop gel and dextrose tablets as treatment. The patient alleged this has happened several times since the start of the alleged issue. On an unspecified date/time, the patient reportedly tested on a hospital meter and obtained a blood glucose result of "7 mmol/l." At the time of troubleshooting, the cca noted, the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.